Event description:
Patient scheduled for novasure procedure, cavity assessement failed with 2 devices. Rep called and stated that if cavity assessment failed with 2 devices that it was not safe to do procedure on that uterus. Procedure aborted.